Event description:
The customer reported that he did not have insulin for four hours and went to the emergency room. The blood glucose reading at time of call was 426 mg/dl. The customer stated that his infusion set was broken and requested emergency supplies. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.